Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was at a casino using the slot machines and when he got up to leave, his legs suddenly gave out and he collapsed to the floor; the loss of therapy happened twice on the same day. The patient stated that once he left the casino, he regained use of his legs. It is unknown what the status of the implantable neurostimulator (ins) was at the time of the issue as the patient did not have his patient programmer with him to check the device. The patient used the patient programmer at the time of this report and confirmed that stimulation was currently on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.